Event description:
Procedure: bypass of gastroenterostomy. According to the reporter: after firing, the black return knob was retrieved but jaws didn't open. Tristaple was used to resect additionally. New device was used. Oozing bleeding.

Manufacturer narrative:
(B)(4).